Event description:
Complaint from maude database: it was reported "during CABG arterial catheter needle broke while inserted in patient. Removal of catheter/needle upon discovery of broken material. Provider requested for broken arterial catheter/needle sent to manufacturer". No patient harm or injury reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). MDR report key/report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number: (B)(4).

Event description:
Complaint from maude database: it was reported "during CABG arterial catheter needle broke while inserted in patient. Removal of catheter/needle upon discovery of broken material. Provider requested for broken arterial catheter/needle sent to manufacturer". No patient harm or injury reported. Patient condition unknown at time of report.